Event description:
The biomedical engineer (bme) reported that the electrocardiogram (ECG) and the non-invasive blood pressure (nibp) on the bedside monitor (bsm) unexpectedly stopped working while in patient use. No patient harm was reported.

Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that the electrocardiogram (ECG) and the non-invasive blood pressure (nibp) on the bedside monitor (bsm) unexpectedly stopped working while in patient use. No patient harm was reported. Investigation summary: nihon kohden (nk) received the device on 08/28/2023. Nk repair center (nk rc) evaluated the unit on 09/20/2023 and duplicated the complaint. Nk rc observed internal physical damage and pump malfunction. The ECG board, pump assembly, and solenoid were recommended for repair. The cause of the issue was physical damage which would most likely occur through user mishandling. The bedside monitor is designed to be mobile and travel with the patient during transport. There is a possibility of impact due to the mobile nature of this device. Excessive force may damage both internal and external components as the device is not shockproof. The user should take care not to drop the device. General handling instructions are detailed in the bsm-1700 operator's manual. Review of the complaint device's serial number shows that it has been in service for 3 years and has no other complaints. Nk will continue to monitor and trend similar complaints. The following fields contain no information (ni), as an attempt to obtain information was made, but not provided: a2 - a6. B6. B7. D10. Attempt # 1: 06/08/2023 emailed the bme for patient information and concomitant medical device information: they responded with "unknown." Additional device information: d10 concomitant medical device: the following device was used in conjunction with the bsm: cns: model #: ni. Serial #: ni. Device manufacturer data: ni. Unique identifier (UDI) #: ni. Returned to nihon kohden: na. Additional information: b4 date of this report. D9 device available for evaluation. G3 date received by manufacturer. G6 type of report. H2 if follow-up, what type? H3 device evaluated by manufacturer. H6 event problem and evaluation codes. H10 additional manufacturer narrative.

Manufacturer narrative:
The biomedical engineer (bme) reported that the electrocardiogram (ECG) and the non-invasive blood pressure (nibp) on the bedside monitor (bsm) unexpectedly stopped working while in patient use. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. The following fields contain no information (ni), as an attempt to obtain information was made, but not provided. Attempt # 1: (B)(6)2023 emailed the bme for patient information and concomitant medical device information: they responded with "unknown". Additional device information: d10 concomitant medical device: the following device was used in conjunction with the bsm: cns.

Event description:
The biomedical engineer (bme) reported that the electrocardiogram (ECG) and the non-invasive blood pressure (nibp) on the bedside monitor (bsm) unexpectedly stopped working while in patient use. No patient harm was reported.